Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that for about a month now, they had been having to use the bathroom more often, having leakage, and that their symptoms were getting worse. The patient stated their implant site had been hurting them "where it was implanted in their butt," and that the sides of it had felt warm to the touch since a few days ago. Patient stated it wasn't warm directly over the device, but the areas on either side of it felt warm. They were unable to confirm if they had redness at the site as they "couldn't see back there," even though their spouse was helping they did not answer this question. Patient denied having had any falls or traumas that could have led to the event but then admitted that they had tripped and fallen 3-4 months ago. Patient's reason for call had been to check to see if the implant was still working. Patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system or to see emergency services if the warmth and hurting continued to get worse. Patient stated they didn't think they had any referrals left but noted they would reach out to their health care provider (hcp) about the situation. Patient services reviewed stimulation considerations and therapy expectations with the patient and the patient was able to connect to their settings and increase the stimulation to a level where they could feel it comfortably in their bike seat region. Patient services wanted to note that when the patient connected to their settings, the therapy was at 1.0 ma and the patient stated it shouldn't be at 1.0 ma because they had called in previously [see (B)(4) regarding previous call] on 2023-aug-14 and had had helped increasing their stimulation from .6 ma to .9 ma so patient wasn't sure how they were at 1.0 ma now. Patient denied anyone had made any changes. Patient services reviewed patient had spoke with patient services on september 25, 2023 and asked if the therapy had been increased at that point and the patient denied an increase was made at that time so they didn't know how it was at 1.0 ma now. Patient initially increased up to 1.2 ma and patient screamed out loud and said it was stabbing them in their private area. Patient then brought the stimulation down to 1.0 ma but continued groaning so patient services had the patient turn the therapy off. Patient stated they had wanted to turn the therapy back on at that time because they had decreased it back to where it had initially been so the patient turned the therapy back on and they felt the vibration. Patient wanted to know why they were feeling the stimulation now at 1.0 ma when they hadn't before. Patient services reviewed stimulation considerations with the patient and redirected the patient to follow up with their health care provider (hcp). Patient opted to go to 1.1 ma and patient confirmed they felt it comfortably in their bike-seat region. The patient was going to reach out to their managing health care provider to check the implanted system, discuss their symptom concerns and pain at the implant site and to see if they needed to be on medication for the pain and soreness they were experiencing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.